Event description:
It was reported that during a coronary artery drug eluting stent (des) treatment procedure the physician noted stent damage. The physician attempted to treat a 99% stenosed calcified, moderate tortuous mid rca (right coronary artery) lesion. The lesion was pre-dilated several times with a competitor's 2.5x15mm balloon. The physician advanced the taxus express2 3.0x16mm des to the rca lesion, but the stent delivery system (sds) was unable to cross the lesion. When the sds was removed it was noted by the physician that the distal edge of the stent was lifted up. The procedure was completed with a taxus express2 3.0x16mm des. No patient complications or injuries were reported. The patient's condition was reported as "good".